Event description:
It was reported that the procedure was to treat a mildly calcified arteriovenous fistula in the femoral artery. The 7.0mmx80mmx80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped outside the patient's anatomy before use with no issue or leak noted. The armada 35 bdc was successfully advanced to the target lesion with no resistance noted; however, during inflation the balloon ruptured radially below 14 atmospheres (atm). During withdrawal of the armada 35 bdc, resistance was met with the non-abbott introducer sheath and the balloon separated into two pieces. Attempts to snare the separated balloon were unsuccessful; therefore, a surgical cut-down was performed to retrieve the separated balloon. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.